Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event related to small mesh excision reported via mw # 2210968-2021-02581. Event related to complete mesh excision reported via mw # 2210968-2021-02582.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2019 and the mesh was implanted. It was reported that the patient developed recurrent stress incontinence. It was also reported that the patient decided to have a complete sling excision and insertion of fascial sling on (B)(6) 2021.